Event description:
It was reported that the patients ipg was unable to be charged as it has reached end of life. The patient underwent an ipg replacement procedure and was doing well post operatively. No device malfunction was suspected. The explanted ipg was not returned due to the hospital policy.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.